Manufacturer narrative:
Other applicable components are: product ID 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: neu_unknown_lead, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID: neu_unknown_lead, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. (B)(4) are associated with pli 40, extension. (B)(4) are associated with pli 50, lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country is (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient was operated on a few months ago, and while undergoing the course of healing, developed an infection at the distal site of the extension cable. The infection site was localized only at that area. The healthcare provider (hcp) decided to do an explantation of the bilateral leads and cut towards the proximal end of the extension cable, leaving a half inch from the port openings of the ins. The patient has since recovered from the infection and will be undergoing the implantation to complete this pending surgery. The hcp has opted to do a pre MRI now for the continuation of the surgery. The current plan is to open the chest under local, unplug the wire remnant, and close the ins with the recommended silicon plug. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type extension. Product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Date is month valid. If information is provided in the future, a supplemental report will be issued.